Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) went to the station and found that nothing had failed on the station. The pharmacy was asked to test and inventoried the drawers 1 to 6. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, required maintenance and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.